Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that angina and stent thrombosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization and index procedure was performed. The target lesion was located in the 1st diagonal with 99% stenosis, a length of 22mm, and a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.5x24mm promus element stent and the residual stenosis was 0%. Fours days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was diagnosed with unstable angina pectoris and hospitalised. Two days after, coronary angiography was performed which revealed 70% stent thrombosis of previously placed study device and was treated with percutaneous coronary intervention, residual stenosis was 0%. Five days after, unstable angina pectoris was recovered/resolved.